Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with a basal profile and monitored; the basal profile delivered the indicated amount and was verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. Unable to verify basal anomaly or history anomaly on carelink pro due to the basal anomaly and history anomaly and missing information was not specified in the customer notes however, after the insulin pump was tested and monitored for four days, the insulin pump was download again on carelink pro. Carelink pro listed all test data and basal delivery. No basal anomaly or history anomaly noted on carelink pro. The insulin pump was programmed and monitored for four days, no blank display noted during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes manager of a customer reported via phone call of low blood glucose of 36 mg/dl and indicated that the pump may have over delivered insulin. Troubleshooting found that the time and date stamp in the pump may have been incorrect. It was also found that the customer was hospitalized for the low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.